Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there were call service 054 alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/10/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/19/2016 with the following findings: there were multiple call service 052 and 054 alarms observed in the pump history. The display screen was blank when the pump was powered on. Moisture was observed on the internal components of the pump.

Manufacturer narrative:
Follow-up #2 date of submission 12/13/2016-correction to serial #.